Event description:
The ventricular lead failed 17 days post-implant. It could not be removed, and therefore was not returned for analysis. A new ventricular lead was implanted. No other details concerning the alleged failure could be obtained.